Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The event occurred intraoperatively during the register task and delayed surgery by less than one hour. It was reported that the site registered, draped and put on a sterile frame. When they brought in the probe, the images would disappear. The crosshair movements were checked, but that did not resolve the issue. The site confirmed the reference frame orientation and confirmed that the articulating arm did not move. The surgeon later confirmed that the articulating arm did move. The surgery was completed without navigation and there was no impact on patient outcome.